Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead and the right atrial (ra) lead became dislodged after the patient had twiddled with the leads. The patient had twiddler's syndrome and reported feeling sick. The ra and rv leads were removed and new leads were implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.